Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states while in use in ICU the catheter was found disconnected from its fixating collar, causing the catheter shift out of the femoral vein. Only 4 cm of the catheter remained inside of the vein. Dialysis was stopped, the catheter was removed.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.